Event description:
The customer reported the device was chirping and displaying a red x in the ready for use indicator. An ECG equipment malfunction message was displayed when preparing to perform an op check. There was no report of patient involvement.